Event description:
Caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level. It was confirmed that the issue did not cause the blood glucose to exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was sent by tandem technical support. Customer was instructed to put the faulty pump into storage mode and to return it using the provided return box and pre-paid label. All instructions were understood and acknowledged by the customer.